Event description:
(B)(6) sentinel network report was received indicating that a mst iol scissor had broken in a pt's eye while attempting to cut a hard pmma iol contrary to the intended use of the device. While there was no damage in this instance to the pt, recurrence could result in damage.